Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for several analytes for several patient samples assayed on a unicel dxc 800 pro synchron chemistry analyzer. The customer reported that the following analytes were impacted by the event: carbamazepine, cholesterol, glucose, lithium, theophylline, transferrin, and triglycerides. The customer did not report how many patients or patient samples were impacted by the event. The customer reported that the erroneous patient sample results were reported outside of the laboratory. There have been no reports of impact to patient treatment associated with this event. The customer provided a sampling of patient sample data for cholesterol, glucose, and triglycerides. No data were provided for the other impacted analytes. The patient samples were reassayed on another analyzer in the laboratory. The customer reported that quality control results were recovering outside of the laboratory's established ranges at the time of the event. Bec advised the customer to check for leaks at the sample probe and syringe. The customer reported not observing any leaks. Bec ordered a service call.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. After performing an evaluation of the instrument, the fse replaced the sample probe and wash collar. In addition, the fse performed alignments. The fse verified all repairs per established procedures. All calibrations and quality control results were within specifications. A four (4) point correlation study performed between the two instruments yielded acceptable correlation results. The fse also observed that the sample tubes being used by the customer may potentially be a contributing factor to the cause of the event. The fse provided the customer with literature from the sample tube manufacturers to facilitate determination of whether sample handling is being conducted per the manufacturers' recommendations.